Manufacturer narrative:
Additional information : the lot was manufactured from may 28, 2019 - may 30, 2019. The device was received for evaluation. The device was spiked and cut at the top right corner where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additional magnified inspection was performed and no foreign particulate matter (pm) was observed. A photograph of the sample was also returned for evaluation. The returned photograph of the sample was reviewed and no issues of pm was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5093482. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a circular core was observed floating inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was noted during setup and preparation. There was no patient involvement. No additional information is available.